Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of around 700 mg/dl at the time of incident. The customer's current blood glucose is 130 mg/dl. The customer was treated with insulin drip in the hospital. Customer experienced symptoms such as bed sores related to high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had no delivery alarm. Customer states they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.